Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this was the patient's second shunt placement after the first one became infected.